Manufacturer narrative:
Philips has investigated this complaint. According to the additional information a diagnosis procedure was performed when the issue happened. The procedure was completed by restricting the movement of the c-arm. A philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm did not move clockwise. Upon troubleshooting fse found collimator filter on the c-arm was not moving clockwise direction. Fse replaced the faulty pedestal control module. After the replacement of the faulty pedestal control module, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the c-arm would not move clockwise. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.